Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was undetermined. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the e zone of the parkes error grid.